Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement due to eri the rv lead show externalized conductors. The same date (B)(6) 2017, the lead was capped and replaced and the patient was stable post procedure.